Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the moderately calcified and moderately tortuous mid-left anterior descenting (lad) artery. The 2.0x8mm quantum maverick balloon catheter was advanced to the lesion and ruptured upon the first inflation of 5 seconds at the rated burst pressure. The balloon catheter was removed intact. The procedure was completed with another of the same device. No patient complications occurred. Patient's status is satisfactory.